Event description:
It was reported that during preparation of a connect guide wire, it was observed that the teflon coating was peeling off the core. The guide wire was not used. There was no clinically significant delay in procedure and no adverse pt effects. No additional info was provided. The lot in question was part of a previous recall notice issued by (B)(4). Brivant (B)(4) MFR ht connect peripheral guidewires for our customer (B)(4). On (B)(6) 2013, (B)(4) initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating.

Manufacturer narrative:
On the (B)(6) 2013, (B)(4) initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. The recall number is z-0558-2014. (B)(4) ceased distribution of the products pending a design change with the ptfe coating. This complaint is from a lot prior to this recall.